Event description:
Patient called back and stated they still can't charge their implant. Patient stated the controller keeps saying no device found and it does this every few days which shouldn't be happening. Patient stated the controller also said something about the battery being low. Patient was trying to recharge at the time of the call and had no device found on the screen. Agent had patient tap recharge, and patient saw "connect the recharger." Patient confirmed the recharger was connected. Patient confirmed the recharger was plugged all the way in and was not loose. Patient confirmed no damage to the connection pins and reset the controller. Patient tried again but had the same result. Patient connected the controller to the ac power supply and confirmed the green light was flashing. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced issues with their implanted neurostimulator, specifically with charging the device. The patient reported seeing "no device found" for approximately 1.5 weeks. Additionally, the controller became very hot to the touch during attempts to charge the implant, and the controller battery would drain without the implant charging. The patient also reported seeing an rm03 error message and that the passive recharge mode displayed 0-0-0. Despite confirming that the paddle was over the implant, the issue persisted. There was no visible damage to the recharger, controller port, controller battery compartment pins, or battery pack. Troubleshooting steps included resetting the controller and reconnecting the recharger, but the problem was not resolved. An email was sent to the repair department to replace the recharger. The patient later found the replacement recharger and planned to attempt recharging the implant with it. Pt called in because they could not find their replacement recharger in the carrying case. Agent reviewed information. Pt found the recharger. Pt will attempt to recharge the implant with the replacement recharger. Case reopened and reassigned to send repair request for a new controller and to add to secure note. Pt called back stating they got a new rtm but it still took more than 2 hours to charge the ins. Pt noted on saturday both the ins and controller battery showed it was at 100% and would not go down in battery. During call pts controller displayed stimulation was off so agent walked pt through on turning stimulation on. Agent closed case. Patient called back and stated they received a replacement controller, but it's not working. Patient stated the controller shows the implant battery is empty, but it won't let them recharge it. Patient had the recharger (serial number matched previously documented in the secure note) connected to the controller at the time of the call, but the controller did not bring up the position screen or allow to tap "recharge" on the batteries screen. Agent had patient remove the battery pack and connect the controller to the ac power supply. Patient confirmed the controller powered on. Patient inserted the battery pack and saw a solid green light on the controller. Agent had patient clean the connection pins and check the recharger for damage; patient confirmed no visible damage. Patient again connected the recharger but the controller did not respond. Patient confirmed the old controller did recognize the recharger. The issue was not resolved. A request was sent to repair to replace the controller. Additional information was received from patient. Pt called back stating that they were able to charge their ins three times, but now it wouldn't let them charge the controller. Pt said that when they try to charge the controller, the controller tells them to plug in the recharger. Pt said that they had tried resetting the controller, but the issue was not resolved. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pt saw no device found. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt saw the controller light solid green. Agent reviewed with the pt that the controller was already fully charged with the controller light being solid green. Agent reviewed no device found message meaning with the pt. Agent had the pt initiate an ins recharging session; pt saw no device found, so agent had the pt tap recharge to go through passive recharge mode. Pt saw the batteries screen with the controller at 100% and the ins at 80%. Pt noted that the ins battery increased up to 90% then. Pt said that within a 12 hour period, the ins battery would ne down to 30%-40%. Agent reviewed with the pt that the ins battery depletion rate was based on therapy settings/usage. Agent redirected pt to hcp to further address the issue of the ins battery depletion rate as the pt thought it was an issue. Pt said that hcp had assigned someone to them, however they couldn't understand the person as the person didn't speak english well and they couldn't get through to anyone else. Pt said that they couldn't walk anymore so they couldn't go to hcp's office. Pt said that they had gotten a message from morgan a few days ago and morgan told them to bypass her and call ps. Agent reviewed ps/rep roles with the pt. Pt noted that they had two packages to send back to repair. Pt said that fedex wouldn't come pick up the packages because they lived in a basement and fedex wouldn't go around to the back of the house where they were. Pt said that the next time they had someone come over, they would send the packages out with them to return.